Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, and gastrointestinal/pelvic floor. The reason for call was the patient stated that the neurostimulator had been implanted to help their bladder however since implant, it never really helped their bladder that much but it had helped the patient considerably with their bowels. The patient stated it worked great for their bowels however about a week ago, they stopped going to the bathroom (bowels), it didn't really stimulate the way it used to and the patient stated they didn't know if it was working anymore. The patient stated they were just "cut off" from going to the bathroom every day. The patient stated they always felt the stimulation as a "zing" in their testicles however since it stopped helping, the patient went in and made an adjustment and increased the stimulation to a higher level but they were now feeling the "zing"/"chattering" in their butt at the implant site so they turned the stimulation back down to where it had always been before, though they were no longer feeling the stimulation in their testicles. The patient denied having had any recent falls or trauma to the implant site. Patient services then assisted the patient in connecting on the call and when the patient connected, the patient saw that the stimulation was off. The patient stated that the stimulation had to have turned off on it's own, because they hadn't turned it off. It was reviewed with the patient that the stimulation turning off on it's own was unlikely and asked the patient if they could have turned the stimulation off when they made an adjustment and the patient replied that "no," they didn't think they had. When asked, the patient declined switching programs, saying that they were going to see their managing health care provider (hcp) to check the implanted system tomorrow ((B)(6) 2022,) and that it had always worked before at their current setting and they wanted it to start helping again. Therapy and stimulation expectations were reviewed with the patient however the patient just stated they'd review their concerns with their hcp tomorrow and make any potential changes then. The patient also mentioned at some point in the call that they hadn't noticed anything with their pain and that it never helped their pain much. It was attempted to clarify with the patient what they meant by "pain," and if the patient had meant bladder pain and the patient then denied that they said anything about pain and that they have never had pain. The patient was slightly difficult to follow on the call.